Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, the atrial lead was dislodged and was capturing the ventricle. The right atrial lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).